Event description:
In 2009, initial surgery was done with versa tibial nail for tibial fracture. A month after the surgery, partial weight bearing started. Two month after the surgery, full weight bearing started, since callus was noted. Three months later, it was noted through x-ray that two distal screws were broken. According to the doctor, the patient has no previous illness and complication.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.